Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient notified a new managing physician of their issues and an appointment was scheduled for (B)(6) 2015. The circumstances which led to the recharger not recognizing their implant and return of pain were noted to be due to slow and frequent recharging. The issues remained unresolved after troubleshooting with the manufacturer. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for complex regional pain syndrome (crps) type I. It was reported that "it quit," that the charger would not recognize the implant. I just said they needed to adjust the antenna. The recharger had not been dropped or gotten wet. The patient last recharged 10 days ago and usually recharged every two weeks. The device was last checked at the healthcare provider (hcp) office in 2010 and the patient did not have a hcp managing the device. Pain was returning in the lower back and sciatic right back. The patient had readjusted the antenna and turned the dial and had also plugged it back into the outlet. When using the patient programmer (pp) there was a poor communication screen with or without the antenna. It was noted that the patient did not use the pp very often as he did not make any adjustments. The patient repositioned the antenna and adjusted the dial; however, all he was getting was the unsuccessful communication screen. There were no changes to the implantable neurostimulator (ins) pocket; however there was soreness for about one month and he might have "pumped it." There was no redness. It was noted that the issue started on the day of the report. Further follow-up is being conducted to determine what the circumstances were that led to the even and what steps were taken to resolve the issues. If additional information is received, a follow-up report will be sent.